Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/12/2015-product analysis:the device was returned and evaluated by product analysis on 02/26/2014 with the following findings:the complaint was unable to be duplicated with investigation. Review of the black box revealed installation of partially discharged batteries and a related alarm. The battery cap threads were damaged. No damage was found to the battery compartment. The battery cap was unable to secure properly to the pump, however, a power issue was not observed. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification.